Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during routine device replacement, this right ventricular (rv) lead appeared to be caught or stuck in the device header requiring excessive force to pull the lead out of the header. The lead was successfully removed from the device header, however, the terminal pin separated from the ring. The lead was surgically abandoned and replaced. No adverse patient effects were reported.